Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: visual inspection: two screw heads of broken cranial-screws plusdrive 1.6 self-drill l4 were received for investigation. Shaft is broken after second thread and is not returned. Received condition of device matches with complaint description. Overall complaint is confirmed. Received device was manufactured on monument site in november 2017. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformance were identified. Material analysis: raw material receiving/put away checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the investigation shows that both screw heads are in used condition as the cross recess show marks and displaced material from screw drivers. The fracture surface is homogeneous and shows the typical appearance of a forced rupture. The exact root cause of this event cannot be determined. Based on the condition of the product and the available information a manufacturing conclusion cannot be presented. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part: 400.834, lot: l789499, manufacturing site: bettlach, release to warehouse date: (B)(6) 2018, expiry date: 01. February 2028. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. The complained screw in the sterile set was manufactured in synthes us: part: 400.834.05, lot: h558000. Manufacturing location: monument, manufacturing date: 31-jan-2018, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h558000 (non-sterile). Component part(s) reviewed: 21015, tialnbri4.00, lot number: h288739. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2019, during an unknown procedure of the microscopic excision of deep supratentorial masses, the cranial screw broke off upon screwing. Thus, another same kind of screw was used and the event happened again. Hence, the surgeon used another one to complete the surgery. Fragments were generated but were removed easily. There were no adverse consequences to the patient reported. Concomitant medical products: plate (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
Concomitant devices provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure of the microscopic excision of deep supratentorial masses, the cranial screw and unknown plate broke off upon screwing. Another screw was used, and the issue occurred again. The surgeon then used a third screw to complete the surgery. Fragments were generated but were easily removed. There were no adverse consequences reported. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 2 of 2 for (B)(4).